Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by continuous glucose monitor. Two cartridge change sequences were completed back to back, with two tubing fill processes completed around the time of a recorded low bg level. There were no erratic basal rate adjustments. If user did not disconnect during "tubing fill" process of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose level of 63 mg/dl. The customer stated that the cause of the low bg level could be that a bolus delivered for the meal that was consumed could have been metabolized prior to the food. Customer stated that candy would be consumed and would follow up with tandem technical support after bg level had been addressed. During the follow up, the customer stated that bg level had lowered to 39 mg/dl and had been addressed with candy, a banana, and juice and had returned to target range of 137 mg/dl.